Event description:
On (B)(6) 2013, the healthcare facility contacted lifescan (lfs) (B)(4) to report that the onetouch verio pro plus is having a blood reading as control solution issue. This complaint is classified according to the documentation of the customer care advocate. The patient was hospitalized for bedsore at the time of concern. The patient had a history of diabetes and dementia. Her hba1c was around 10%-19%. Upon her admission into the hospital, her blood glucose reading was at 200-300 mg/dl. The reason for her hospital admission was for bedsore treatment. On (B)(6) 2013, the patient reportedly was tested on the subject meter. The result was recognized as a control solution result which prompted the nurse to identify the test result as a low, mid, or high control solution. At the time of concern, the result was misinterpreted as a low blood glucose result. Based on the result, the patient was given IV glucose treatment. It was noted that the patient did not have any low blood glucose symptoms. The patient was tested again 5 minutes later with the subject meter and received the same ¿blood reading as control solution¿ message. Subsequently, the patient took a blood glucose reading on another blood glucose meter and received a blood glucose reading of ¿420 mg/dl.¿ there was no report of any further any symptoms or required medical intervention. There was no product misuse. The reported issue was not resolved with training. The lfs product was replaced and requested back for investigation. This complaint is being reported due to the reported blood reading as control solution issue. Based on the provided information, there were no symptoms or medical intervention that suggests a serious injury at the time of concern.

Manufacturer narrative:
Lifescan has conducted a review of the device history record for the onetouch verio pro plus meter and confirmed a deviation of the sku documentation for (B)(4). The latest otverio pro+ mss language sku¿s document include the old (B)(4) sku ((B)(4)); but not be updated to include the new (B)(4) sku ((B)(4)). As per the lifescan note to file ((B)(4)), the mss configuration for old (B)(4) sku ((B)(4)) and new (B)(4) sku ((B)(4)) are the same. This has been identified as a documentation issue and there is neither risk nor impact to the form, fit and function of the manufactured device.

Manufacturer narrative:
Follow-up # 1 (08/05/2013) - product evaluation: the subject meter and associated test strips were returned on (B)(4) 2013 and (B)(4) 2013 and analyses completed on (B)(4) 2013 and (B)(4) 2013, respectively by lifescan product analysis with the following findings: the reported complaint could not be reproduced. A DHR (device history record) was completed for this meter and no deviations, non-conformances, or reworks were observed. The meter and test strips met specifications for testing. No issues were identified during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.